Event description:
Incident as reported: lap chole - "gral surgeon dr (B)(6) and his first assistant, (B)(6), reported a bag failure incident during their la-chole case, involving a unique bag rupturing situation: it didn't break at the bottom of the bag, where force is applied, but near its top, just a few mm's below the guide-bead. The event description is still unclear as (B)(6) indicates the bag deployed properly and the top was brought outside fully closed by pulling on the string. He used peon-clamps to hold the top in preparation for extraction, but then, somehow the top part broke and it ended up inside the pt's abdomen. This is the part being sent for analysis." Pt status - stable.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.